Event description:
As reported by the user facility: complaint description: pump remained to alarm regarding downstream occlusion, upward occlusion, and air in the line alarms multiple times throughout the day (noted to be more than 14 times over 3 hours). This led to a delay in insulin infusion causing an increased change in the patient's blood sugar. The line was changed, bag was changed, and sensors were checked, no evident issue found; however, the alarm continued to go throughout the shift.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.